Event description:
The pt reported that, while changing the insulin cartridge of his infusion device, the piston rod was not retracting properly and the infusion device was making an odd noise. He stated he tried to remove the cartridge and accidentally spilled insulin inside the cartridge compartment. During troubleshooting, the infusion device was making an audible noise and then displayed an e10 (cartridge error) message. The pt stated he had already tried about 5 different batteries from different new packages in an attempt to resolve the issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.